Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rtt batch 15433917 was received for evaluation. Visual inspection revealed that the suture system was broken. Frayed pieces of the suture loops showed signs of excessive force. No sharp edges were observed on the button. Functional testing cannot be performed as the device was damaged. The most likely cause of the reported failure is user error, including excessive force shortening the suture strands and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the device was stuck and could not be inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.